Event description:
I have been using bausch and lomb renu multiplus lens solution for the years without problems however recently I started to have severe eye problems, so I went to the dr's on tuesday, 05/02/06 and was put on strong eye drop medication. I was experiencing severe pain and discomfort with a feeling of sand in both of my eyes. I had major swelling in both eyes almost to the point of closure, discharge, blurred vision, and since the medication has begun to work from my physician, the skin surrounding both of my eyes -top and bottom- due to the severe swelling and irritation has begun to flake and is tender to the touch. I was unable to sleep for almost a week due to the pain.